Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an issue with the meter memory where incorrect blood glucose averages were being reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.